Event description:
The customer reported that after pipetting an hbsag plate on summit the tech observed that no conjugate was added to wells f1 and d8. No error was generated. No death or serious injury was associated with this complaint.